Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. However, no date for revision surgery has been scheduled yet since the recipient reportedly has access to sound with the device.

Event description:
In situ measurements show some affected channels. No trauma was reported. Per new information received, there have been no changes in health and hearing performance with the device has not been affected. Re-implantation is not considered at this time. The recipient has not reported any further issues.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is unknown if hearing performance with the device is affected. In situ measurements show some affected channels. No trauma was reported. Further medical intervention is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned for (B)(6) 2020.

Event description:
In situ measurements showed affected channels. No trauma or changes in health were reported. Re-implantation is scheduled for (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements showed affected channels and hearing performance was affected. The user was re-implanted in (B)(6)2020.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but is not available for investigation. This is a final report.

Event description:
In situ measurements showed affected channels and hearing performance was affected. The user was re-implanted in (B)(6) 2020. Despite requested, the explanted device has not been made available for return.